Event description:
A customer reported generating low quality control results for several assays. The investigation determined that a malfunction of this type could cause biased results in assays that may be used in critical diagnostic applications. There was not report of patient harm as a result of this event.